Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection was performed. No malfunctions or abnormalities were identified during the visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a flogard IV solution administration set contained brown particles in the chamber. This was discovered before use while the device was still in its packaging. There was no patient involvement. Additional information was requested and is not available. This is medical device report 5 of 5.